Event description:
Customer is reporting a centrifuge bowl leak name and function of complainant: same as reporter. Customer called to report centrifuge bowl leak during start of 2nd cycle. Customer stated at the start of the cycle customer noted air bubbles in the lines coming from the centrifuge, when a system error 183 occurred, so they opened the centrifuge lid in attempts to reseat the bowl, when they noticed there was blood coming from the neck of the bowl. Customer aborted the treatment procedure and did not return any blood or products to patient. Cts asked if there was any clotting or occlusions. Customer returned kit for investigation.

Manufacturer narrative:
Batch record review for lot a910 was performed. There were no conformances associated with this lot. This lot met all release requirements. A review of complaints for lot a910 was performed. There were no centrifuge bowl leaks and no f183 alarms reported to date for this lot. The assessment is based on information available at the time of the investigation. The root cause has not yet been determined as the investigation is still in progress. (B)(4).